Manufacturer narrative:
The report of the pump turning off unexpectedly was confirmed. Physical inspection of the device noted the instrument seal intact. Both the left iui (female) and the right iui (male) were observed with corrosion and contamination. No other abnormalities were observed. Review of the pcu error log found no errors occurring during the period of the reported event. The pump module error log was not received, and it could not be determined if the channel disconnect recorded in the pcu event log was due to a power loss or communication error. The pcu event log shows that pump module s/n (B)(4) received a remote IV request for drug ID 349 at a rate of 22.8 ml/hr with a vtbi of 548 ml at 6:46 am on (B)(6) 2020. At 3:04 am on (B)(6) 2020, a channel disconnect occurred and unit b was removed (infusion stopped) and then re-added 7 seconds later. At 7:45 am, the device was selected and the previous infusion running at 22.8 ml/hr was restored and started. At 1:35 pm, another channel disconnect occurred and unit b was removed (infusion stopped) and then re-added 5 seconds later. At 1:37 pm, the user programmed a basic infusion to run at 22.8 ml/hr with a vtbi of 300 ml. The infusion ran until 1:41 pm, when the user channeled the device off and the system was shut down and powered off. Based on the pcu event log, it was determined that the disconnect occurred between the right side of pcu s/n (B)(4) and the left side of pump module s/n (B)(4). This was determined to be the only configuration possible for the event. Functional testing resulted in the device unexpectedly turning off. The proximate cause of the reported pump turning off unexpectedly was identified as a channel disconnect. The root cause of the channel disconnect was not identified. Device history: review of the pcu s/n (B)(4) service history record showed that the device was manufactured on 17 april 2014. A review of the device service history record was performed, beginning from the date of manufacture to the present date 13 may 2020, and indicated that this device has been previously returned for service 1 time in september of 2016 for not connecting to the server; no fault was found with the device at that time. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that the pump was found turned off when assessing the patient. The large volume pump had been programmed on (B)(6) 2020 at 18:47 to continuously infuse adrucil (fluorouracil) 1200mg/m2 in d5 500ml at a rate of 22.8ml/h as an ivpb (intravenous piggy-back). The nurse found the pump turned off at 08:08 the next morning. The infusion was programmed through iaware, and the customer verified that the last hour completed was at 02:00. This occurred in the oncology unit. There was no report of patient harm.